Event description:
Reported by the complainant as follows: yesterday evening we have noted on relocating (B)(6) that he was bleeding rectally. Thereupon we removed flexi-seal. There was then intensified and fresh bleeding, which had effects on hematocrit and therefore a coloscopy had to be performed. The responsible physician thought that the reason was most likely flexi-seal, as there was ulcus in the area. I was able to draw off the indicated quantity on drawing flexi-seal. However, I do not know how long the system had been in use. The event is deemed serious because medical intervention and replacement of blood loss were required to prevent any of these occurrences a more serious outcome such as permanent injury and/or a life threatening condition. From a clinical perspective, a casual relationship between the device and this event is deemed probable because there is a temporal relationship between it and the rectal mucosa.

Manufacturer narrative:
Reported to the FDA on september 8, 2011.